Event description:
Boston scientific received information that technical services (ts) was contacted as this device reached elective replacement indicator (eri) due to an extended charge time of 22 seconds. This device is part of the mid-life display of replacement indicators advisory. Ts advised the field representative that the device should be scheduled for replacement. To date, all available evidence suggests the device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted two months later. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.